Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #19. Primary stability was achieved. A previous graft was performed on (B)(6) 2012 using dfdba. The clinician states that the implant failed to integrate. The implant was removed on (B)(6) 2013. Medical history: no significant findings.